Event description:
It was reported that when calibrating the handpiece an error was received. The scrub tech opened the handpiece and saw that the snap lock had broken. Opened a new tray and swapped out hand-piece before they brought in the patient and then the case proceeded like normal.

Manufacturer narrative:
The reported navio handpiece, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found 274 similar reports and this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to the reported event is mechanical component failure of the snap lock nut, causing it to break. If this was the case, a more robust design has been released as a part of corrective actions. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.